Event description:
It was reported that this patient with cardiac resynchronization therapy pacemaker (crt-p) has exhibited multiple safety switches from the left ventricular (lv) lead due to elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms). (B)(6) technical services (ts) was contacted and discussed that the frequent lead safety switches could be indicative of potential lead impairment. Ts provided troubleshooting options for assessing the lead integrity. At this time, the crt-p remains implanted and in-service. The lv lead is not a (B)(6) product. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).